Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia with sensor glucose values in the 40 mg/dl range for a couple of hours while using the ilet system with dexcom g7, following a recent factory reset and subsequent app restart that restored data visibility. The report noted gaps in ilet data logging before the app restart and described use of a higher target setting, meal announcements, and an instance of not finishing a meal after announcing, which could lead to insulin-on-board mismatch. Symptoms included low blood glucose without loss of consciousness or dizziness. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included review of logs and remote troubleshooting of the app connection and data collection. Investigation of this case revealed app-related data capture issues that resolved after an app restart and user behavior consistent with incorrect meal size announcement and incomplete carbohydrate intake, which can contribute to hypoglycemia when insulin has already been delivered. It was concluded, based on previously established findings for similar reports, that the cause was user management of meal announcements and carbohydrate intake coupled with resolved app data logging interruption.